Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted devices were kept by the medical facility.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation over the preceding several weeks, resulting in pain. During a reprogramming session, the patients leads were assessed and found to have high impedances. Although initial reprogramming appeared to provide adequate coverage, it was later assessed that the reprogramming was ineffective. The patient subsequently underwent a lead revision procedure during which the leads were explanted and replaced. The explanted leads were retained by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Correction to initial MDR in blocks: b1 adverse event/product problem, h11 additional MFR narrative block d.2b; additional applicable product codes: qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2317700 model:sc-2317-70 serial: (B)(6) batch: 7078743 UDI: (B)(4) product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7078492 UDI: (B)(4).